Event description:
It was reported that on (B)(6) 2026, the infusion set was accidentally pulled out during use when patient bumped into the door causing a pull and consequent detachment.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.